Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the staff reportedly observed frayed wires on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found no damage to the instrument wires and/or cables. Failure analysis investigation also found a small piece of the instrument yaw pulley was broken off and not returned with the instrument. The piece was approximately 0.1695 x 0.039. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's yaw pulley found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.